Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with low and out of range defibrillation impedance on their right ventricular lead. A transmission on (B)(6) 2021 revealed that the lead impedance was back to within normal values. No intervention was reported. The patient was stable throughout.